Manufacturer narrative:
Investigation summary: investigation into this event showed that qc results were acceptable. Results of a phyt precision test showed that the precision of the system was not as expected. On-site service replaced the immunowash fluid pump and performed related adjustments. Post service precision test results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed negatively biased phyt results from a cap proficiency fluid tested on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report to patient harm as a result of this event.